Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas for eval. Eval revealed a misaligned display screen and partially dislodged force sensor pins. The pump history revealed "no cartridge detected" and "loss of prime" warnings associated with zero force but the warnings could not be reproduced during eval.

Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.